Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image displayed was due to disconnection in cable and the white dots in image were due to the disconnection of the camera unit. The causes of the water leak and the disconnection were not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a disconnection in cable unit and camera unit, noise occurred and no image was displayed, plus the image had white dots, and there was a water leak at the coupler unit. There was no patient involvement.